Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: middle insulation breached; distal segment analyzed. Distal conductor fractured; full lead analyzed.

Event description:
It was reported the 6949 lead was explanted due to lead fracture. The 6936 lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.